Event description:
As reported a 6/7f mynxgrip vascular closure device (vcd) failed closure due to pulsating blood from the site and oozing profusely around where pressure was held. The patient had swelling as a result of the bleeding but no hematoma, or hemodynamic compromise was present. No treatment was required. No further complications were noted. Hemostasis was achieved by manual compression for 30 minutes or less. There was no reported patient injury. The device was used in a coronary procedure using a retrograde approach. The device was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was the common femoral artery. The sealant was deployed to the proper location. The device is not available for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, and h6 as reported a 6/7f mynxgrip vascular closure device (vcd) failed closure due to pulsating blood from the site and oozing profusely around where pressure was held. The patient had swelling as a result of the bleeding but no hematoma, or hemodynamic compromise was present. No treatment was required. No further complications were noted. Hemostasis was achieved by manual compression for 30 minutes or less. There was no reported patient injury. The device was used in a coronary procedure using a retrograde approach. The device was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was the common femoral artery. The sealant was deployed to the proper location. The product was nor returned for analysis. A product history record (phr) review of lot f2233201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ and ¿ swelling¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported events. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site swelling is characterized as an abnormal raise at/near the access site as a result of fluid accumulation. This is a common post-procedural complication associated with any puncture site, and are frequently related to stick technique, and/or procedural/handling factors of the device used during the procedure. Puncture-site pain is an unpleasant physical discomfort or sensation experienced by the patient at the catheterization access site. However, pain is subjective to the patient, and there are many potential causes to the pain reported. However, it¿s likely related to the same factors that contributed to the local reaction and swelling. Based on the information available for review, it is not possible to determine what factors may have contributed to the issues experienced. However, patient/access site treatment factors are possible. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the information provided suggests that the reported events is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.